Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 383069 lead, implanted: (B)(6) 2006. The initial reported event of lead fracture was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was fractured. There was high pacing impedance - for which a lead warning was triggered - and short interval counts (sic). The lead was explanted and replaced. No patient complications have been reported as a result of this event.